Manufacturer narrative:
The device has not been returned for evaluation. The evaluation was performed by the london implant retrieval center (lirc). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted. Report 2 of 2.

Event description:
An investigation report from an implant retrieval center was received and reported that the rod exerted 28 lbf. It was reported that the rod was removed as part of a planned removal procedure after desired lengthening had been achieved; there was no adverse patient or user impact associated with this report. No additional information is available.